Event description:
It was reported that when drawing the medication the plunger was defective and leaking occurred with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: (2 of 2) when aspirating the diluent and vaccine with the syringe 3 ml of bd, it presented a defect in pulling the plunger piston. The piston came in the absence of pressure and the liquid leaked out the sides of the piston of the syringe mentioned above.

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notifications and maintenance records were reviewed where no records potentially related to the failure were found. No samples were available but due to a recurring complaint the incident will be confirmed as a damaged cylinder. The possible cause for this is a malfunction in the syringe assembly system that caused damage to the syringe. The production processes are validated according to established procedures and that for the pertinent characteristic of this claim. The batch involved in the complaint meets the acceptable quality level (eqs) being manufactured and released in accordance with applicable procedures and specifications. The incident identified from this complaint will be monitored for trend assessment. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when drawing the medication the plunger was defective and leaking occurred with a bd plastipak¿ 3 ml luer-lok¿ syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2). When aspirating the diluent and vaccine with the syringe 3 ml of bd, it presented a defect in pulling the plunger piston. The piston came in the absence of pressure and the liquid leaked out the sides of the piston of the syringe mentioned above.